Event description:
It was reported the patient presented for implant procedure. During the procedure, the ventricular leadless pacemaker (lp) was prematurely released from the delivery catheter after fixation. The lp remained implanted. There were no patient consequences.